Event description:
It was reported that the product was inspected and it was found that the inner ring is missing.

Manufacturer narrative:
This report will be amended when our investigation is complete.